Event description:
The patient reportedly experienced ongoing intermittencies followed by loss of lock. External equipment was exchanged, however, this did not resolve the issue. The patient was explanted and reimplanted with another cochlear device.